Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that tip of cutter noticed to be broken during vitrectomy surgery. The tip of the cutter was not found inside the patient's eye. After eleven days, during the test a trace amount of metal remained at the time of breakage, which may have led to aseptic endophthalmitis. The patient also had retinal fold, which was treated with intraocular washing on the same day. The product was replaced with another one and the surgery was completed. The current condition was improving.

Manufacturer narrative:
One opened probe was received, with a tip protector, in a bubble bag. The sample was visually inspected and found to be nonconforming with the probe needle broken at the port. The probe was disassembled and the components inspected. Nominal wear observed on inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. A review of the device history record traceable to the lot number obtained from the device¿s radio frequency identification (rfid) tag, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. A video of the surgery has been provided by company and has been reviewed by the manufacturing site. The video confirms that the probe had a broken tip. The complaint evaluation confirms that the tip of the probe was broken. The exact cause of the broken tip cannot be determined from the evaluation performed. The exact root cause of the broken tip could not be determined, therefore, no specific action with regard to this complaint was taken by the manufacturing site. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Any non-conformances found are removed from the lot and scrapped. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No further actions are required. The manufacturer internal reference number is: (B)(4).